Event description:
Asr revison.resurfacing.right.reason(s) for revison : unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, resurfacing, right, reason(s) for revision : unknown. Update received: 7th march 2014 - corrected hip side on product to right, added patient name, added patient ID (initials), added surgeon: mr (B)(6), added patient date of birth, added hospitals: (B)(6) hospital, added details, **added revision reasons: alval and increased chromium and cobalt levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, resurfacing, right, reason(s) for revision : unknown. Update received: 7th march 2014 - corrected hip side on product to right, added patient name, added patient ID (initials), added surgeon: mr (B)(6), added patient date of birth, added hospitals: (B)(6), added details, added revision reasons: alval and increased chromium and cobalt levels. Update 27 jan 2015 - rec'd claimsuite and scf, additional reason for revision (pain), file handler details, expiry dates for all products.